Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information received, there is no way to determine if the alleged bard/davol mesh may have caused or contributed to the patient's problems experienced due to the multiple previous vaginal surgical procedures with multiple unknown mesh implants and the patient's medical history. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 -patient underwent a cystocele repair with unknown sling implant. On (B)(6) 2005- patient underwent an anterior prolapse repair with implant of an unknown mesh. On (B)(6) 2006 - patient underwent a rectocele repair with implant of an unknown mesh. On (B)(6) 2006 - patient was diagnosed with symptomatic enterocele and erosion of unknown vaginal graft who underwent an enterocele repair with implant of a "marlex" mesh graft as a sacral spinous suspension and excision of unknown vaginal graft erosion. On (B)(6) 2006 - the patient underwent ventral incisional hernia repair with implant of a non-bard/davol "surgipro" mesh. No mention or visualization of the alleged bard flat mesh. On (B)(6) 2007 - md office exam and complained of vaginal bleeding. Per exam, a "0.5-1 cm area of granulation tissue with surrounding erythema noted at the vaginal apex. No mesh is visible." Patient was recommended to continue to use hormone cream vaginally to help with the granulation tissue. On (B)(6) 2007 - follow up exam, per md exam notes "a 5-10 mm area of mucosal erosion at the vaginal apex with a small amount of mesh by palpation." The md assessment indicated " a very small area of mesh exposure but is asymptomatic." On (B)(6) 2008 - md office exam. Per exam, "a small vaginal ulceration with approx 1 cm mesh exposure at right vaginal apex." On (B)(6) 2008 - patient underwent partial explant of the alleged bard/davol flat mesh and partial explant of an unknown mesh due to vaginal mesh exposure. On (B)(6) 2013 - patient complained of vaginal bleeding, vaginal discharge with odor, nocturia, occasional urinary urgency. On exam, " a small vaginal ulceration at apex approx 5-10 mm unknown mesh exposure." On (B)(6) 2013 - per md assessment, "patient has a small amount of mesh (unknown) exposure at the apex of the vagina." Patient was recommended to continue using the vaginal hormonal creams. Attorney alleges the patient will require additional surgery.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.